Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found that there were no bends, kinks or damage to the soft cannula. The data showed no evidence of struggle with the drive mechanism indicating that the cannula was not occluded with bends or damage at the time of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level (bg) rose to was "high" (400 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Treatment for reported issue was not provided.